Manufacturer narrative:
(B)(4). The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the designated complaint types were generated. Sterilization records were also reviewed and found in compliance. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. The documentation and related documents shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had a surgery on her left eye a year ago and has had problems ever since. The patient indicated that she is highly allergic to many things. The patient has tried several creams and she is allergic to them. Patient's eyes are blood shot red, eye lids red, and yellow discharge and pain. No further information was provided.

Manufacturer narrative:
Patient reported she has had problems since implant of lens. Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.